Event description:
This report is being filed due to mitral stenosis. Crd_1002 - expand g4 phase 1 and phase 2 study. Patient ID: (B)(6). It was reported that on (B)(6) 2021, the patient presented with chronic, ischemic mixed moderate mitral regurgitation (mr), with anterior leaflet prolapse. Two mitraclips were implanted, reducing the mr to grade 1+. Post-procedure, the gradient was noted at 13mmhg. On (B)(6) 2021, a follow-up echocardiogram was performed. The mean mitral valve gradient remained elevated at 8mmhg. Mitral stenosis was diagnosed. No treatment was reported. On (B)(6) 2022, worsening pulmonary hypertension was diagnosed. Reportedly, the patient has a history of obstructive sleep apnea and is compliant with CPAP machine. Per physician, the hypertension was device related. There was no device malfunction. There was no additional hospitalization and no treatment provided. No additional information was provided regarding this issue.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the available information the cause of the reported mitral stenosis (ms) cannot be determined. The reported hypertension appears to be due to patient anatomy. The reported hypertension & ms are listed in the mitraclip system instructions for use (IFU) and are known possible complications associated with mitraclip procedures. The reported serious injury/ illness/ impairment was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.